Event description:
The device disassembled during inspection at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The user facility reported that the device had disassembled during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : device not returned.